Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via merlin.net in suspected back-up vvi mode. The patient went to clinic where a device download was performed successfully. Patient was fine before during and after restoration, and will resume normal follow-ups.